Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2135) on 14-oct-2015. The most recent information was received on 22-nov-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('when she sat down she felt like something was stabbing her / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included bladder incontinence. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included pelvic adhesions. Concomitant products included paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced migraine ("very bad migraines/ migraines/headaches"), alopecia ("hair falls out a lot"), fatigue ("stay fatigued all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In june 2012, the patient experienced dyspareunia ("very painful in some positions when having sex/ dyspareunia (painful sexual intercourse),"). In october 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of headache ("the worst headaches"), abdominal pain lower ("the worst cramps in lower stomach"), feeling hot ("really hot"), dizziness ("feel like she was going to pass out"), nausea ("sick to her stomach"), vomiting ("made her throw up"), medical device discomfort ("feeling the coils on both sides"), abdominal distension ("stomach stays swollen") and the second episode of headache ("headaches"). The patient was treated with ibuprofen, and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, alopecia, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, abdominal pain and the last episode of headache had resolved, the abdominal pain lower, feeling hot, dizziness, nausea, vomiting, medical device discomfort and abdominal distension outcome was unknown and the vulvovaginal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting, vulvovaginal pain, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Patient received treatment for events ¿ dyspareunia, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, hair loss, tooth disorder, headaches concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, migraine. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event headaches were added. Outcome of pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, tooth disorder updated to recovered / resolved, incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2135) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('when she sat down she felt like something was stabbing her / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included bladder incontinence. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included pelvic adhesions. Concomitant products included paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced migraine ("very bad migraines/ migraines/headaches"), alopecia ("hair falls out a lot"), fatigue ("stay fatigued all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In june 2012, the patient experienced dyspareunia ("very painful in some positions when having sex/ dyspareunia (painful sexual intercourse),"). In october 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("the worst headaches"), abdominal pain lower ("the worst cramps in lower stomach"), feeling hot ("really hot"), dizziness ("feel like she was going to pass out"), nausea ("sick to her stomach"), vomiting ("made her throw up"), medical device discomfort ("feeling the coils on both sides"), abdominal distension ("stomach stays swollen"), somnolence ("always sleepy") and mood swings ("mood swings") and was found to have weight increased ("lot of weight"). The patient was treated with ibuprofen, and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, migraine, alopecia, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea and abdominal pain had resolved, the abdominal pain lower, feeling hot, dizziness, nausea, vomiting, medical device discomfort, abdominal distension, weight increased, somnolence and mood swings outcome was unknown and the vulvovaginal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, headache, medical device discomfort, menorrhagia, migraine, mood swings, nausea, pelvic pain, somnolence, tooth disorder, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2018 date leave ended: (B)(6) 2018 patient received treatment for events ¿ dyspareunia, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, hair loss, tooth disorder, headaches discrepancy noted in date of insertion- feb 2012 concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, regulatory authority, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 14-oct-2015. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('when she sat down she felt like something was stabbing her / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included bladder incontinence. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included pelvic adhesions. Concomitant products included paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("very bad migraines/ migraines/headaches"), alopecia ("hair falls out a lot"), fatigue ("stay fatigued all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("very painful in some positions when having sex/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("the worst headaches"), abdominal pain lower ("the worst cramps in lower stomach"), feeling hot ("really hot"), dizziness ("feel like she was going to pass out"), nausea ("sick to her stomach"), vomiting ("made her throw up"), medical device discomfort ("feeling the coils on both sides"), abdominal distension ("stomach stays swollen"), somnolence ("always sleepy") and mood swings ("mood swings") and was found to have weight increased ("lot of weight"). The patient was treated with ibuprofen, and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, migraine, alopecia, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea and abdominal pain had resolved, the abdominal pain lower, feeling hot, dizziness, nausea, vomiting, medical device discomfort, abdominal distension, weight increased, somnolence and mood swings outcome was unknown and the vulvovaginal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, headache, medical device discomfort, menorrhagia, migraine, mood swings, nausea, pelvic pain, somnolence, tooth disorder, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Patient received treatment for events ¿ dyspareunia, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, hair loss, tooth disorder, headaches discrepancy noted in date of insertion- (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, migraine. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media. Events ¿weight increased, somnolence, and mood wings¿ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 14-oct-2015. The most recent information was received on 23-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('when she sat down she felt like something was stabbing her / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included bladder incontinence. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included pelvic adhesions. Concomitant products included paracetamol (tylenol) since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("very bad migraines/ migraines/headaches"), alopecia ("hair falls out a lot"), fatigue ("stay fatigued all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("very painful in some positions when having sex/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("the worst headaches"), abdominal pain lower ("the worst cramps in lower stomach"), feeling hot ("really hot"), dizziness ("feel like she was going to pass out"), nausea ("sick to her stomach"), vomiting ("made her throw up"), medical device discomfort ("feeling the coils on both sides") and abdominal distension ("stomach stays swollen"). The patient was treated with ibuprofen, and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain lower, feeling hot, dizziness, nausea, vomiting, medical device discomfort, fatigue, abdominal distension, tooth disorder and dysmenorrhoea outcome was unknown, the migraine, abdominal pain, vulvovaginal pain and back pain was resolving and the alopecia, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, headache, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, migraine. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), abdominal pain, back pain, vaginal pain, plaintiff did not undergo essure confirmation test were added. Outcome of the events hair loss, dyspareunia, abnormal bleeding, abdominal, vaginal , back pain and migraine were updated. New reporters added, plaintiff's information updated. Insertion date updated, removal date added. Concomitant and historical drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.